Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.